Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse determined the ultrasonics transducer temperature was outside of specification. The fse replaced the ultrasonics transducer, the printed circuit board (pcb) that controls the main pipettor heater, and multiple cables to resolve the issue. The system was verified by performing a precision run, system check, and testing quality control (qc). All verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the elevated, non-reproducible troponin I (access accutni+3) result is due to a system malfunction. No one part can be implicated as the sole contributor in this event as multiple components were replaced by the fse.

Event description:
The customer reported obtaining an elevated, non-reproducible troponin I (access accutni+3) result in association with the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for one (1) patient. The sample from the patient was retested in duplicate using the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and lower results, within the assay's normal reference range, were obtained. The customer did not provide sufficient information to determine if the elevated, non-reproducible access accutni+3 result was reported out of the laboratory. The customer stated there was no change or impact to patient care or treatment which occurred in association with the elevated, non-reproducible access accutni+3 result. The customer stated quality control (qc) recovery was within the laboratory's established ranges before and after the event. The customer did not supply information on the collection or centrifugation of the patient's sample. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.